Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device ¿ 6 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a bacterial driveline infection was confirmed. The infection was treated with unspecified drug therapy. The cause of infection was reported as being due to the patient's condition. No additional information was provided.